Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/16/2025, it was reported by a sales representative that the drill from an dynamite nitinol staple implant system got stuck in the guide. Despite this issue, the case was successfully completed. The surgery was delayed by approximately 5 minutes. No additional anesthesia was administered, and there were no reports of adverse patient effects during or following the procedure. No instrument or implant breakage occurred. This was discovered during a hallux valgus with akin procedure on (B)(6) 2025. Additional information was received on 09/24/2025: during the procedure, the drill and guide from ar-8717ds-0910 dynanite nitinol staple implant system, lot 1231114971, became stuck while drilling. The issue occurred intraoperatively, not before use. Despite the complication, the case proceeded successfully without further incident.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error/incorrect surgical technique during device application. (B)(4). 9. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.